Event description:
This 45-yr-old female underwent bam in 1977. This reporting facility has no record of the implantation being performed here, thus the MFR is unknown. The pt wishes explantation due to recent development of lumps and rheumatic symptoms. Gross exam: both implants are massively disrupted and exude gelatinous viscous material.